Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot 1013547 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1013547. Test base part number 191-000 / lot 1013547. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022166 showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Reference number : 1221359-2021-02049, 1221359-2021-02105, 1221359-2021-02107, 1221359-2021-02108 . The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay ( different lot numbers). This MFR addresses patient three (3) of five (5). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on unknown sample type. Repeat testing was not performed. Pcr confirmation testing using genexpert and alinity on a physiologic + virocult viral transport media generated negative results. The customer stated the patient was asymptomatic .no additional patient information, including treatment and outcome, was provided.